Event description:
Caller reported a recurring issue with their continuous glucose monitor (cgm), encountering cgm error 42 multiple times with the same pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty. The customer, who understood the instructions from technical support, will continue to use their current pump for insulin delivery in the meantime. They were also instructed to return the problematic pump in storage mode using a pre-paid label, which the caller acknowledged.